Manufacturer narrative:
Post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. In this case, pannus overgrowth was indicated. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. In this case, the root cause of this event cannot be conclusively determined with the available information. However, there are no indications of a manufacturing defect. The subject device is not available for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article "the effect of pannus and weight gain in mitral stenosis after mitral ring annuloplasty" author hassane abdallah et al. It was reported that a carpentier-edwards (ce) 28 mm annuloplasty ring was explanted after an implant duration of approximately five (5) years due severe mitral stenosis. The patient presented with significant weight gain and shortness of breath. Echocardiography demonstrated the formation of a pannus and increased pressure gradients. Removal of the ring prosthesis and pannus-like fibrotic tissue was performed. The native valve was left in place as it had supple leaflets and performed well once properly debrided. The patient remained well throughout a 24-month follow-up.